Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 55 mg/dl and other blood glucose value was 53 mg/dl. Customer stated that the pump was over delivering and that it did not alarmed when she was low. Customer has treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode or smart guard was not automatically delivering insulin at the time of low blood glucose event. Customer stated customer would like to troubleshoot the alter on low and alerts on high. The reservoir will not be returned and insulin pump will be returned for analysis.